Event description:
Reporter alleged discrepant blood glucose value of 434 mg/dl on the customer's advantage system compared to the doctor's measurement of 123 mg/dln when the comparison was performed 10 minutes apart. Customer stated obtaining a result in the 400s mg/dl prior to testing; however, had no high glucose symptoms so went to the doctor as a result to have glucose tested. No actions taken or treatment reportedly received. A request was made for the return of the suspect device and replacement product was sent.